Event description:
The patient underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6), 2014. The patient returned for a follow-up CT on (B)(6), 2014 and presented with a type ia endoleak. The physician is planning a re-intervention to resolve the endoleak on an unknown date.

Manufacturer narrative:
Remains implanted.

Manufacturer narrative:
Based on a follow-up communication received from the physician via the distributor, control CT exams performed in (B)(6) of 2014 show that the type ia endoleak resolved itself without a secondary re-intervention. As of the date of this report, there have been no additional patient sequelae reported.